Event description:
A nursing unit manager reported a system message displayed at time of increasing ultrasound during a cataract with intraocular lens implant procedure. The handpiece and tip were exchanged, cassette was changed, and the system rebooted. Following a delay of 20 minutes, the procedure was completed with no patient harm. The following surgeries planned on that day with this system were cancelled.

Manufacturer narrative:
The company rep examined the system and was not able to confirm the system message (tune failed-loose tip) reported. The u/s printed circuit board (pcb) controller was replaced. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 4 months did not indicate any add'l similar reports for this phaco handpiece or system. The root cause cannot be determined conclusively. (B)(4).